Event description:
It was reported by the surgeon that during a mets proximal femur procedure the surgeon required a head impactor to impact the femoral head and implant while cementing. This was not provided. In order to continue the procedure an impactor was used from another companies instrument kit. There were no adverse affects for the pt.

Manufacturer narrative:
This report is related to a head impactor not being present, therefore, there is no device available for return. An investigation is currently being undertaken to identify the requirements for the procedure and the instruments that are provided.